Event description:
It was reported that stent partial deployment occurred. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure. During the deployment, however, the stent became stuck. No further information has been received despite good faith efforts. There were no patient complications reported.